Event description:
An infant under therapy on an isolette got his limb stuck between the mattress tray while the unit was in trendelenburg position. The user returned the unit normal position without noticing the stuck limb, resulting in the fracture of the latter. The infant recovered after the incident with no further complications.

Manufacturer narrative:
This c100 was manufactured in july of 1988 and has been in service for approx 18 years and is no longer in production. The info rec'd from the user and provided to our representative indicates this was a user error. There was no device malfunction reported.